Event description:
On (B) (6) 2009, the patient reported that she received an e4 (occlusion) error while attempting to bolus 6 units of insulin. She disconnected from her infusion site and bolused without error. She then reconnected to her infusion site and bolused 6 units of insulin without error. She then removed the infusion site and the site was bleeding and the cannula was bent. No blood glucose issues were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.